Event description:
General report received of an unspecified number of undocumented reports of disconnections. The option-lok male adapters of the secondary tubing sets were connected to the unspecified primary tubing sets to be used to deliver unspecified medications. The customer contact reported that, "the secondary tubing pops out and the luer lock cover does not always connect well." No specific event details were provided. It was reported that the secondary tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
A device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.